Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality, insufficient maintenance, or bubbles/foam on reagent surfaces. A general reagent issue can most likely be excluded. It was noted that the customer has issues on a roche clinical chemistry analyzer in addition to the issue occurring on the e601 module. It is suspected that the issue is related to the tubes used by the customer.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas 6000 e 601 module (e601). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 1.99 pmol/l. The sample was repeated, resulting as 16.36 pmol/l. The sample was repeated on a different analyzer, resulting as 16.21 pmol/l. The patient was not adversely affected. The ft4 reagent lot number was 140865. The reagent expiration date was asked for, but not provided.